Event description:
A pump malfunction was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump, and the caller successfully reset it without recurrence of the malfunction code.